Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was probably two weeks ago the pts ins would not keep a charge and when it dropped the charge and once they got done recharging the ins back up, they would turn the stimulation on and it would over stimulate them for 5 seconds then it would go back to normal. This had been going on for almost a year. The patient was redirected to their healthcare provider (hcp) to further address the issue.